Event description:
I am completing this report according to the guidance provided via veterans health affairs administration patient safety alert al24-01 published on (B)(6) 2024. The concern is the condition of hospital and nursing home mattresses. An assessment of the facility fleet was conducted, and rips, tears, and areas of compromise were noted on multiple mattresses. The facility worked with the manufacturer, hillrom, who eventually provided replacements and the compromised mattresses were replaced. Hillrom has not, however, corrected a bed design flaw which "catches" the mattresses when the foot of the bed is elevated and is putting the replacement mattresses in the same situation for rips and tears. Since that time, the facility has implemented a facility-wide mattress inspection program to detect these issues prior to expiration of the one-year warranty on the mattresses in the hopes of using the warranty to affordably replace any discovered compromised mattresses. I am filing this report for FDA awareness and to add to the body of information nationally on this patient safety concern. I have included a spreadsheet of the mattress inspection conducted by the facility and a powerpoint summarizing the concerns and findings. I have pictures and a powerpoint summary of our findings, but am unable to upload them to this report.